Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419488 lead, implanted: (B)(6) 2006. A 5076-52 lead, (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary #the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had early battery depletion due to high left ventricular (lv) lead thresholds. The device was removed and replaced and the lv lead remains in use. No patient complications have been reported as a result of this event.